Event description:
Patient presented for c-section at (B)(6) weeks requiring intra-aortic balloon pump (iabp) for the c-section. Post op course included additional placement of extracorporeal membrane oxygenation (ECMO) for hemodynamic stabilization. Pt was neurologically intact prior to heartware left ventricular assist device (lvad), which was implanted a few weeks later. The following day, the pt demonstrated neurological deficits prompting urgent brain CT which revealed acute right middle cerebral artery (mca) cerebrovascular accident (cva).